Event description:
A surgeon reported that after implanting a glaucoma filtering shunt, he noted that it was attached to the iris. There was no harm to the patient due to the shunt's location; therefore, no further surgical intervention was required. Additional information was requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been two other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that a suture was lysed three months postoperatively and a needling procedure was performed one and a half years postoperatively. Corneal endothelial cell counts were indicated to be fluctuating and at times decreased, but the surgeon reported that the cell loss was not likely caused by the shunt, but instead possibly by the needling procedure.